Event description:
It was reported the camera head had image noise. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. Please see also section b5 updates obtained from customer response via follow up. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found cable leakage and lens leakage, water invasion. Based on the results of the investigation, the reported issue was confirmed. The most probable cause of the complaint is traced to component failure. The root cause of the component failure could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the issue was found during pre-inspection of the device for therapeutic transurethral lithotomy (tul) procedure. The intended procedure was completed successfully using a similar device.